Event description:
The patient presented to their healthcare provider (hcp) with skin irritation allegedly caused by the zio monitor. The patient reported experiencing a reaction to the monitor¿s adhesive. The patient also reported being evaluated by an hcp who prescribed an unspecified medication for treatment. Despite the reaction, the patient completed the prescribed wear period. Irhythm made several attempts to contact the patient and obtain additional information but with no result.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for the entire 14-day prescribed wear period. It is unknown whether the patient has sensitive skin, or any history of reaction to medical adhesive. The cause of the reported event cannot be determined. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.